Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 484 mg/dl. The customer treated with manual injection. The customer states that there was no moisture, no leak, and no bubbles. The insulin pump passed the displacement and high pressure tests. The customer also reported receiving a calibration required alert after calibrating multiple times. The customer was assisted with calibrating. The product will be not returned for analysis.